Event description:
Information received by medtronic indicated that the battery cap had worn down. The insulin pump received unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged insulin flow blocked alarm on event date 09-mar-2021. Device passed the displacement test, rewind test, prime/test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device alarmed pump error 63 during self test and pump trace download confirmed the pump alarmed pump error 63 variable 3 on (B)(6) 2022 12:17:57.000 due to a broken trace. Pump not received with original battery cap. Unit successfully downloaded to thus. No unexpected insulin flow blocked alarms noted during testing, however, a no delivery during bolus was present in the history/trace file. Confirmed pump alarm insulin flow blocked alarm on (B)(6) 2021 15:45:04.000. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: corroded battery tube, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, overlay scratched, scratched case, missing display window cover and cracked case - corner of belt clip rails. In summary, customer allegation for insulin flow blocked alarm was not confirmed. No unexpected insulin flow blocked alarms noted during testing. Device not received with original battery cap. Pump alarmed pump error 63 var 03 during self test due to broken trace u1 pin6 on keypad assembly. Battery cap damaged unknown. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.